Event description:
It was reported that this artificial urinary sphincter (aus) stopped working. Tomography revealed a fluid loss in the balloon. A surgical procedure was performed, during which the existing balloon was removed and replaced with a new one. No patient complications were reported.